Manufacturer narrative:
H11: based on all the collected information, the root cause of the issue has been traced back to a component failure, likely resulting from environmental factors (water infiltration or water formation due to condensation or high temperatures and high level of humidity) in the stationary phase of the pump, which hindered its intended rotation.

Event description:
Livanova deutschland received a report that a 3t heater cooler, during a procedure, produced loud noise, displayed error related to the fan (ee26) on patient side, the patient 1 pump need to be replaced as it does not turn when pushing the button. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device. Replacement of the fan motor solved the ee26 error and noise. Replacement of the patient 1 pump with a new one solve the pump problem. The representative performed preventive maintenance per service manual specifications and replaced also the stirrer motor (noisy and was still working properly) and venting valves. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.